Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that while the omnipod personal diabetes manager (pdm) was charging, the controller and charging cable melted.

Manufacturer narrative:
In the case description, the user mentioned that the charging cable and controller were melted. Visual inspection of the returned controller confirmed the reported thermal event. Inspection of the charging port of the controller found the plastic around the port to be warped and damages were observed inside the charging port consistent with thermal exposure. The charging cable and charging adapter were returned with the controller. Inspection of the charging cable found the material around the usb-c end of the cable to be warped and damages were noted to the metal connector. No damages were noted to the usb end of the cable or to the charging adapter. The charging cable was determined to be an insulet pre-fix cable. Android log files from the date of occurrence were not available in the cloud system. The controller was unable to turn on. Charging was not attempted and logs were not pulled from the controller due to the thermal damage to the charging port. The back cover of the controller was removed and the secondary back cover unscrewed to inspect the internal components. The tamper seal was noted to be intact prior to removal. Inspection found no evidence of fluid ingress and no damages or deficiencies that would contribute to a thermal event. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. A crack was also noted on the lcd screen. The timing and cause of the crack could not be determined.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.